Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and confirmed the reported issue. He found that the stirrer motor had a rusty bearing. He replaced the stirrer motor and the issue could be solved. Functional verification testing was completed without further issues and the unit was returned to service. The root cause of the claimed issue is due to the rust formed which generates irregularities on the surface of the balls of the bearing. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report stating that a heater-cooler system 3t displayed an error message on the patient circuit during a procedure. There was no report of patient injury.